Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the battery compartment and battery cap had stripped threads. It was reported that the cap was never changed. It is stated in the user¿s manual that the cap be changed every three to six months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/03/2014 with the following findings: there was evidence of moisture contamination inside the battery compartment and on the underside of the battery cap. The cap was unable to fully tighten and had damaged threads. The battery compartment had damaged threads and was cracked. Due to moisture contamination, the pump was unresponsive with the returned battery cap and a test cap. There was no audio, no vibration and a blank display upon a power up attempt. Further testing could not be completed. The leak test confirmed the leak at the battery compartment. There was no evidence of additional moisture contamination inside the pump when the pump case was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.